Manufacturer narrative:
Additional manufacturing locations for this device (non-sterile) include (B)(4). The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Additional manufacturing dates for this device (non-sterile) include january 19, 2015 the investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: (sterile part) manufacturing location: (B)(4). Manufacturing date: february 24, 2015 ¿ expiration date: february 1, 2025. No non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (Non-sterile part 222.252 / lot 9285665) manufacturing location: (B)(4). Manufacturing date: january 19, 2015. An ncr was generated during production. This ncr documented a rework according to the validated procedure, which has no influence on reported issue. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported that a locking compression distal femur (lcp-df) plate broke post-operatively. The plate, which was originally implanted on (B)(6) 2015, broke at an occupied screw whole. The breakage was confirmed via x-ray imaging. A revision procedure took place on (B)(6) 2015 during which the broken plate and its associated hardware were removed. The patient was revised to a new plate. This report is 1 of 2 for (B)(6).